Event description:
On november 3, 1992, one patient, once on dialysis, experienced chest pain, shortness of breath and was hypotensive. The patient was taken off dialysis and transported to the coronary care unit. Another patient was hypotensive and not responding to normal corrective actions. That patient was also taken off dialysis and transported to the emergency room. The unit manager instructed staff not to place any one else on dialysisinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.